Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Blood and solution were dried on the lens. One haptic was broken in the distal area (not returned). The optic was cut into two portions, typical of insertion and removal. The provided photo appears to be of the returned sample. Product history records were reviewed, and documentation indicated the product met release criteria. The file indicated the use of a qualified associated cartridge with a non-qualified viscoelastic. The associated handpiece was not provided. It is unknown if a qualified product was used. The reported broken haptic was observed. The root cause for the observed lens damage may be related to failure to follow the instruction for use (IFU). The file indicated the use of a non-qualified viscoelastic. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure; the last piece of the leg was probably stuck in the cover. This caused a piece to break off. Unfortunately, it was saw too late. They did notice that the box was already open but unfortunately, he had not seen this when checking the lens. Everything else turned out well with the patient. Were able to remove the lens and implant a new one. Additional information has been requested and received stating that implanted lens of which the last piece of the leg probably got stuck in the cover. As a result, a piece broke off. Unfortunately, this was found too late. Reporter stated that who handed the lens and the instrumenter noticed that the box was already a bit open but had not seen any damage when explicitly checking the lens. Lens was decided to place in the cartridge anyway, in the eye and the ophthalmologist noticed that the ball was missing. Lens was cut to pieces and removed again. Everything else turned out well with the patient, only the operation room (or) time took about 10 minutes longer. A new lens was implanted with no adverse effects for the patient. As per reporter the defect occurred before the start, perhaps during transport or packing, only discovered when the lens was already in the patient eye. Reporter was willing to provide additional information.